Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode while working in his garden.